Event description:
Boston scientific received information that during information was received from the physician that a yellow alert with a fault code 1003 appeared. The message was cleared, but a red screen came up with a similar message about voltage and remaining capacity. The field representative recommended to perform a device revision as soon as possible services discussed that case and noted that the fault code is an early warning indication that something is depleting the battery prematurely. It was also noted that the battery status and remaining longevity indicators are no longer reliable when code 1003 has been tripped. Scheduling device replacement is recommended. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided noted that the device was explanted. During interrogation before explant it was noted that this device was in safety mode. The device will be returned for analysis. Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was recorded on (B)(6) 2013. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.